Event description:
On (B)(6) 2011 customer reported that back on (B)(6) 2011 they had false positive rheumatoid factors (rh) results that were not reported out of the laboratory. No patient information or results were provided. It is assumed that this issue is similar to other rf issues, in that normal patients have rf results between 20 and 30 iu/ml, when the results should be <20 iu/ml. No sample information was provided, no sample issues were noted. No system, calibration or quality control information was provided. Customer did not provide information regarding how the issue was resolved. This appears to have started with a new lot of reagent, and appears to be a reagent related issue.

Manufacturer narrative:
Device evaluated by manufacturer: customer did not notify beckman coulter of the problem until 3 weeks after the event. When beckman coulter was notified, custom did not provide system, calibration or qc information. Nor did customer provide information about how the issue was resolved.